Event description:
The customer contacted physio-control to report that their device had powered off three times by itself during a patient event. The customer advised that they had been attempting to obtain 12-lead ECG's when the issue occurred and that they also received "battery low" messages during the event. The patient's outcome was not reported. Physio-control has made multiple unsuccessful attempts to obtain additional information about the patient and the event; however, no response from the customer appears to be forthcoming.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's battery pins were loose. Physio then tightened all of the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.